Manufacturer narrative:
One device was received. A visual inspection confirmed the customer reported problem of damage to the battery compartment and door. The battery compartment and all components were replaced. Upon further investigation, the upstream occlusion (uso) seal was found to be buckling and dented. The uso seal was replaced. The downstream occlusion (dso) seal was found to be delaminated. The dso seal was replaced. Unit passed all testing criteria after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the case was broken at the battery door and the battery cassette was damaged. The event occurred during testing. No patient involvement was reported.